Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that an infusion set became detached while sleeping as the patient woke up, checked blood glucose level and it was around 382 mg/dl. He checked the line and found it had detached from quick release connector. The site was at the leg and the pump was clipped to back of his pants. Reportedly, the infusions were stored in the house in the pantry. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.